Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of a dirty fiber optic lens on the bottom was confirmed; however, the issue of flooding could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens foreign material and poor quality image. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had dirty fiber optic lens on the bottom. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.